Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was tested on (B)(6) 1998 and lead test results revealed high impedance (dc dc ¿ 7). No patient adverse events were reported. A generator replacement was completed on (B)(6) 2005 and the high impedance resolved. The explanted generator has not been returned to the manufacturer to date.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.